Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady device and right atrial (ra) lead exhibited an out of range pacing impedance measurement. A lead safety switch was triggered and loss of capture (loc) was noted after lead configuration was in bipolar. Lead configuration programmed back to unipolar pacing but left sensing in bipolar since oversensing was observed when programmed to unipolar sensing. The patient had sinus arrest; thus, programmed atrial sensing to bipolar but sensitivity was increased to 2mv to reduce the oversensing. Boston scientific technical services (ts) reviewed the strip and showed mv signal on the atrial electrogram (egm) channel. The physician had no plan to revise the lead. No additional information obtained. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating the device was explanted due to routine change out. No adverse patient effects were reported.